Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, varying thresholds. The lead remains in use. No patient complications have been reported as a result of this event.